Event description:
Customer reported being hospitalized due to dka. Customer was vomitting prior to hospitalization. Troubleshooting was performed. Programming, insulin concentration and bolus history were correct. In addition, a fixed prime test was completed, and the insulin exited.